Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the iol dislocated inferiorly. During replacement surgery, there was a subchoroidal hemorrhage and the surgeon tried to decompress the hemorrhage three times. The surgeon was unable to insert an anterior chamber iol as planned. The surgeon indicated the pt's prognosis is poor.